Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported; during a patient refractive surgery of the left eye the 120 micron flap could not be cut with the device in the desired thickness. The flap could have been thinner. Treatment was completed without any problem or further issues. Additional information has been requested.